Event description:
It was reported to medtronic minimed that the customer noticed a pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period) twice. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for pump error. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or the error table indicated that replacement was required. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 41 noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. Pump error 41 and pump error 43 occurred on 01/06/2025 09:10 in history file. Pump was cut to perform visual inspection found moisture damage on the pcba 1. The following were noted during visual inspection: cracked case, scratched case, cracked case (battery tube), pillowing keypad overlay. Pump error 41 and pump error 43 are confirmed due to being found in history file and traces and due to motor anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.